Event description:
It was reported that nim vital had channel 1 is failing electrode check. The site was using an emg tube and noted that the issue persisted even after swapping consoles and the patient interface. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information has been updated. H6: codes e2118, b18 and d1102 has been updated. The previously updated codes e2403, b17 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated the issue was identified during the set-up/electrode check. The issue was isolated to the emg tube placement/positioning. A short-acting muscle relaxant (succinylcholine) was utilized as is their standard protocol during thyroid cases involving nim utilization prior to intubation. The emg tube was immediately discarded upon removal from patient. The nim console and patient interface was working as intended.